Manufacturer narrative:
Unit passed rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 pounds during prime/delivery test due to faulty force sensor resistor. Unit had minor scratched lcd window, scratched case, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was damage and o-ring came out. Customer does not know how damage occurred. Customer's blood glucose was 257 mg/dl. Customer was advised that insulin pump would need to be replaced.